Manufacturer narrative:
This was a shunt percutaneous transluminal angioplasty (pta) case, a saber rx 4mm x 2cm x 155cm was inserted for inflation; however, it ruptured at four atmospheres, within its nominal pressure. There were no reported patient injuries. The saber was replaced with a new same sized balloon catheter and the procedure was completed. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot 17659804 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. It is likely vessel characteristics, although unknown may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, this was a shunt percutaneous transluminal angioplasty (pta) case, a saber rx4mm2cm155 was inserted for inflation; however, it ruptured at four atmospheres, within its nominal pressure. There were no reported patient injuries. The saber was replaced with a same sized new balloon catheter and the procedure was completed. Additional procedural details were requested but are unknown.